Manufacturer narrative:
Taper ii. Allergan has received the product however, the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported that a lap-band access port was explanted and replaced due to an alleged leak. When the surgeon "accessed" the port "for fill", a "leak was noticed" and "there wasn't any fluid in the band." The reporter stated that no diagnostic testing was performed.